Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 087 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: during the investigation, a hard ¿cs69¿ alarm was reproduced on power up. The pump was unable to recover from the cs69 alarm after a reboot. Further testing was unable to be completed due to the cs69 failure. The ¿cs69¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs69¿ failure was written as a ¿cs87¿ failure in the black box. The error was resident to the flash chip ((B)(4)).